Manufacturer narrative:
The subject device was evaluated. Device evaluation noted the customer reported issue was confirmed. The issue was due to the broken camera cable. Additionally, the spring of the scope mount was deformed, and rigid mirror of the mount could not be fixed. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), it states, if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. The failure of the camera cable indicates that the internal ccd may have failed. Therefore, it is likely that normal communication was not possible, leading to the unstable and blinking images (reported phenomenon). Olympus will continue to monitor complaints about this device.

Event description:
It was reported the subject device presented an unstable image while being used with the video system center. The event was detected at reprocessing. There was no patient impact in this reported event. No harm reported.